Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed and analysis shows no trends for the item or lot number. Device history record reviewed and indicates the product met specifications when manufactured. Product not returned. With the information provided, this product did not contribute to the event.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00519, 00521, 00522. This event occurred in (B)(6).

Event description:
Allegedly patient felt pain and uncomfortableness.